Event description:
The core micro drill was sent for evaluation because it was overheating during a cardio procedure. The procedure was completed with a readily available replacement device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
Corroded rotor bearing was identified as the probable cause of the overheating reported by the customer.